Manufacturer narrative:
Batch review performed on 5 sep 2022: lot 2119149: (B)(4) items manufactured and released on 03-mar-2022. Expiration date: 2027-feb-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At 20 days after the primary surgery, the surgeon performed a washout and revised the poly and the surgery was completed successfully.